Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app.

Manufacturer narrative:
(B)(4). B5: additional information d10: device availability- additional h2: additional information/device evaluation h3: device evaluated by manufacturer ¿ additional h6: event problem and evaluation codes - additional.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passe. Test transmitter voltage was performed and failed. Test transmitter voltage was performed and failed. A review of the share logs performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.